Event description:
It was reported that the right atrial (ra) lead impedance has been slowly rising over the years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addrl1 implantable pulse generator (B)(6) 2011; 5076-58 implantable pacing lead (B)(6) 2003. (B)(4).